Event description:
Additional information was received that a revision procedure was performed to upgrade the device. The associated leads, including this rv lead, were explanted as a result. No adverse patient effects were reported during the procedure.

Event description:
Additional information was received that the patient had a (B)(6) infection, however, the device upgrade was not related to the infection.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific crm received information that this right ventricular (rv) lead fractured. A lead revision procedure was performed were this lead was surgically abandoned and a new lead was successfully implanted. Other than the procedure, no adverse patient effects were reported.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this event will be updated.